Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had hazy screen and sometimes impairing the visibility and the insulin pump was not recorded all boluses and multiple rewinds needed for prime. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. Minor scratches on lcd display window noted. Rewind anomaly unconfirmed.